Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a pump stop event; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. A pump stop event was observed at the beginning of the file while the device was connected to the power module. The pump stop was associated with low speed and low flow hazard alarms. Following the event, the pump operated above the low speed limit for the remainder of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. This IFU outlines the appropriate actions to perform in response to the pump stopping. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous driveline repair was reported in MFR report #2916596-2020-03843. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-06882 it was reported that the patient presented in clinic with alarms while on battery power. It appeared to be no external power, despite patient claimed he walked out the door. Upon examination of the history, a pump stop was noted. The patient had a history of short to shield with an external repair in july 2020. A log file review showed a pump stop event on (B)(6) 2021 at 07:01am while on using the power module and there were no further pump stops in the log. There were a few low voltage no external power events on (B)(6) 2021 at 12:33, 12:24, and 12:31 while using battery power and appeared to be an issue with the battery clips/14v batteries. There was potentially a weak connection between the battery clips and the power leads on the controller. The driveline repair in july 2020 was successful and the patient was on an ungrounded cable. There was not enough evidence to call this event a short to shield but the patient was planned to return in a couple weeks. The battery clips would be exchanged to see if that will resolve the low voltage/no external power issues. The battery clips were exchanged and the black power cord alarmed again for disconnection. The controller was replaced with suspected pin error. The alarm resolved following the controller exchange.